Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
This report is being filed to provide the results of device analysis.

Event description:
It was reported that this pacemaker went into safety mode as 3 resets occurred in 48 hours. The device was removed and replaced. It was also reported that at the last device check, the health care professional (hcp) saw a rate in the 30's. Programming was reviewed. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.